Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up via remote, the implantable cardioverter-defibrillator exhibited post paced t wave oversensing. No programming change has been made. Patient was stable.